Manufacturer narrative:
(B)(4).. Patient information requested and all available information is included in section a and b. This report was filed by the MFR. The cause of the customer's experience was determined to be user error. If the secondary tubing is not clamped, the pump will continue to pull remaining fluid in the secondary bag if it is higher than the primary container. The facility was provided with a tip sheet on secondary set-up and the section form the dfu manual that provides the information on set up for secondary infusions.

Event description:
The customer reported that potassium was run as a secondary and it was stopped with 14cc left. The primary (500cc ns) was then started at 600cc/hr. When the primary had completed, the r.n. Found that the 14cc of potassium had infused as well. The nurse stated that she did not clamp off the secondary line and that she left the set up with the secondary bag higher and the primary bag lowered on the hanger. The patient was asymptomatic; no labs or medical intervention were required.